Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of infection is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a reoperation after the removal of a tactra device due to infection. During the procedure a new tactra device was implanted. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this tactra underwent a thorough analysis. The cylinders were visually and microscopically examined. No anomalies were found with the components. Based on the information available and analysis results, there is no evidence that the device had problems that could cause or contribute to a nonconformance with the device. Also, the reported patient symptom of infection is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a reoperation after the removal of a tactra device due to infection. During the procedure a new tactra device was implanted. No additional information was reported.